Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 15786376. Product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(4). Batch: 16338678.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the facility.